Event description:
It was reported during implant procedure that the right ventricular lead caused a cardiac perforation. An echo was completed to reveal the patient had pericardial fluid present. Pericardiocentesis was used to drain resulting effusion. The lead was exchanged successfully. The patient was stable.

Manufacturer narrative:
The lead was returned due to cardiac perforation. As received, a complete lead was returned in one piece with helix partially extended and clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be fully extended and retracted. The full helix extension length and tip stiffness were within specification. Electrical tests, x-ray examination and visual inspection of the lead did not find any anomalies with the exception of procedural damage.